Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and other relevant blood glucose level was 280 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringes for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as abdominal pain and shaky. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging pump was under delivering. Customer reports bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.